Manufacturer narrative:
Users are informed of situations in which results may be affected in the sysmex xn-3000 instructions for use (IFU) chapter 11- possible sample interferences. For platelets, it warns: "where the following are present, the platelet count may be reported falsely low: platelet aggregation, pseudothrombocytopenia, giant platelets." Plt clumps can be caused by abnormal proteins in the patient's plasma that cause platelets to clump when exposed to edta anti-coagulant. Clumping may result as sample exposure to edta is increased. No analyzer malfunction occurred. Root cause is a patient specific abnormality due to the presence of platelet clumping. Analyzer performed within specification..

Event description:
The analyzer generated a falsely decreased platelet (plt) result on a sample drawn from a patient in labor and delivery. It was reported that the patient experienced a delay in the administration of an epidural based on the erroneous low plt result. A redraw was performed, and the reanalysis generated a low plt value. A manual blood smear was reviewed and the user noted platelet clumping. Platelet estimate appeared normal.